Event description:
I am under the care of dr. (B)(6). Under dr. (B)(6) care, I have had five shoulder surgeries. One surgery for the left shoulder, three surgeries for the right shoulder and one right shoulder manipulation at (B)(6) hospital. The total shoulder arthroplasty (tsa) and following shoulder manipulation results were unsatisfactory. I had minimum arm raising and extension. Dr. (B)(6) suggested a reverse shoulder arthroplasty (rsa) (see radiology image 01 - after rsa surgery). On (B)(6) 2015, I noticed my right shoulder did not feel right. I had gone outside to do some yard work for the first time since the rsa surgery. While working on the yard, I faintly heard and felt a "snapping" action. Physical therapy sessions continued since I did not know what had happened. My right shoulder pain increased and my arm became limp and useless. I saw dr. (B)(6) on (B)(6) 2015. X-rays revealed that the pin (male to female coupling system) had separated (see radiology image 02 - pin separation rsa surgery failure). All remaining physical therapy sessions were cancelled and another surgery was scheduled. A revision surgery of rsa was performed on (B)(6) 2015 and a different system was installed. Dr. (B)(6) noticed that two screws had damaged the bone, the screw device and polyethylene rotating cuff had damage (see radiology image 03 - cuff, screws, pin separation rsa surgery failure).